Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?): inside sterile packaging. Item was not opened. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? (B)(6): yellowish matter. (B)(6), (B)(6) has arranged for collection to ascent office lvl 5. What was the texture? Unable to tell as yellowish matter is in sterile packaging. Sterile packaging was not opened. Is it possible that the foreign material fell into packaging upon opening of device? Sterile packaging was not opened. Was the product seal on the foil still intact when the package was opened? Sterile packaging was not opened. Please perform and document the follow up attempt for product return. Would like to seek your help to update. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and topical skin adhesive was used. Yellowish liquid was found inside the sterile package before opening. There were no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. If further details are received at a later date a supplemental medwatch will be sent. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received inside of the sterile packaging unopened. Upon visual inspection, the silicone was confirmed to be yellowish in all the devices returned; the yellowish silicone bulb condition could've been caused due to formulation residues left during the manufacturing process. As part of our quality process, the manufacturing records of this lot number was reviewed, and the manufacturing standards were met prior to the release of this lot. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon¿s quality system. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.